Manufacturer narrative:
(B)(4). No sample will be returned for evaluation.

Event description:
It was reported that once the PICC was advanced into the patient, when the clinician attempted to separate the peel-away to remove it, the top of the peel-away fractured from the body of the sheath before the sheath was completely split off from the catheter. As a result, the clinician used sterile hemostats to pull the remaining sheath off of the indwelling catheter to complete the procedure. There was no delay in treatment. No death or complications occurred to the patient.